Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump showed it was running, but that it would not deliver. Mmdg made multiple attempts to follow up with the initial reporter, but they were unsuccessful. They did not report any adverse effects to the patient. (B)(4)